Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message' was confirmed during functional testing and per archive data. The root cause was due to both load cells, which were replaced to correct this issue. During visual inspection, there was no physical damage found on the returned autopulse platform system. Functional test could not be performed due to autopulse platform displayed 'ua07 (discrepancy between load 1 and load 2 too large)' error message upon powering up the device. Both load cells were replaced to correct this issue. Per review of the archive data, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was noted multiple times on the reported date of (B)(6) 2019, confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported the autopulse platform system displayed ua07 (discrepancy between load 1 and load 2 too large) error message, unable to clear. No patient involvement.